Manufacturer narrative:
H3: the pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professionals (hcps) and a company representative regarding a patient receiving gablofen (2000 mcg/ml at 919.3 mcg/day) via an implanted pump. The first hcp reported that the pump logs showed multiple stalls and recoveries beginning on (B)(6) 2020 and there had been no MRI or known magnetic interaction. The first one lasted approximately 1 day and the pump was currently stalled. The patient had an increase in spasticity and withdrawal-type symptoms. The hcp stated that she would be referring the patient to a surgeon for replacement. Additional information was received on 06-nov-2020 from the second hcp via a company representative who reported that the pump was replaced which resolved the issue.